Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise had been observed on the lead. The noise could be reproduced. No patient symptoms were reported. The lead was explanted. The patient was noted to be in stable condition throughout the event.